Event description:
Covidien valleylab suction coagulator, ref # (B)(4), lot # s3de016x, exp 04/2018 - defect in protective sheath resulting in burn of the upper lip during use in an adenoidectomy case at (B)(6) on (B)(6) 2013. Event abated after use stopped or dose reduced: yes.